Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure on (B)(6) 2025. During the procedure, there is no sound when the handle unit rotates, causing three rubber bands to be fired from the same position. No patient complications were reported due to the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy imdrf code a150103 captures the reportable event of premature deployment d2b additional product code fhn.